Event description:
The report stated the obturator could not easily be passed or removed. The parent was unable to remove obturator once tube in place. Tube had to be removed and exchanged. Pt is a 6 year old female child.

Manufacturer narrative:
The lot number is unk therefore the date of manufacture can not be determined. The sample associated to this report is currently in transit to the mfg site for investigation. If significant info is identified from the investigation, a summary of the findings will be provided in a supplemental report. See scanned page.